Event description:
Pt reported, the infusion device does not correctly display e1 cartridge empty errors, and this has been ongoing since pt started to use this infusion device 1 yr ago. The cartridge volume was 2 units at 5:00 a.m. On (B)(6) 2011 and 0 units at 7:30 a.m. The infusion device did not display an e1 cartridge empty error. No physiological effects were experienced as pt checks the infusion device "all the time." Pt did not start new medication or have an infection, and her normal blood glucose level is 120 mg/dl. Infusion device was not dropped on the floor or exposed to water or electromagnetic fields. Correct type of battery is used in the infusion device, and the battery setting is programmed correctly. Infusion device was replaced and requested for eval. Pt did not require treatment from a health care professional or second party to address the issue. No add'l info was provided.

Manufacturer narrative:
This incident occurred outside the united states. Info contained within this report is all that is available at this time. If further info is obtained it will be provided in the supplemental report.